Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right atrial (ra) leadless pacemaker (lp) exhibited low out-of-range pacing impedance, and its inner helix was stretched after multiple repositioning. The ralp was not implanted, and an alternate near at hand was implanted instead on (B)(6) 2025. The patient was discharged home eventually.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right atrial (ra) leadless pacemaker (lp) exhibited low out-of-range pacing impedance, and its inner helix was bent after multiple repositioning. The ralp was not implanted, and an alternate near at hand was implanted instead on (B)(6) 2025. The patient was discharged home eventually.